Event description:
Customer states the use by date on the active test strip vial label is 12/2009; MFR's batch record confirmed the actual use by date to be 07/31/2009. No adverse event reported. Requested return of product, replacement sent.